Manufacturer narrative:
(B)(4). Concomitant medical products - delta ceramic fem hd 36/0mm, item 650-0661, lot 2015111754, therapy date - device remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01105.

Event description:
Patient developed deep infection before 6 weeks post op.

Manufacturer narrative:
It has been determined the reported devices is not cleared or distributed in the u.s. In addition, no devices have been determined to be same or similar.

Event description:
Patient developed deep infection before 6 weeks post op.